Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed 138 ml (the full dose) had been administered, but there was 40 ml left in the bag. Per reporter, the pump had not alarmed and, if it had, the message displayed on the screen was not specified. The continuous infusion rate was set at 3 ml/hour, with a total reservoir volume of 138 ml and 98 ml given. The air detector and upstream sensor were both on. Length of infusion 46 hours, lock level 0. A closed system transfer device was used to fill the cassette. The pump was not used to prime the extension tubing; it was primed manually. Per reporter, the patient was medically affected. No patient harm/adverse event reported.